Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported customer tried to deliver a correction bolus, but the insulin pump would not work. Customer's blood glucose was 190 mg/dl at the time of the event. He tried to deliver a correction bolus, but nothing happened. Customer was assisted with delivering a correction bolus successfully. Customer stated he thinks the insulin pump only works when it wants to. He was advised to monitor the device and call back when issues occur for troubleshooting. Nothing further reported.